Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information respiratory tract irritation, kidney, disease/toxicity. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information respiratory tract irritation, kidney, disease/toxicity. There was report of serious or permanent harm or injury. After the first attempt to have the device and components evaluated, the customer responded, but unable to gather additional information related to device return. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box e: initial reporter details updated. In box h: patient outcome code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.